Event description:
It was reported that a cartridge alarm 20 occurred during the pumping process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer could not provide the pump for troubleshooting and will revert to multiple daily injections as a backup therapy. Tandem customer technical support (cts) confirmed no previous reports of similar alarms and decided to replace the pump. A replacement pump with updated software was dispatched, and the customer was informed of receiving training via tandem source. The customer acknowledged instructions to return the problematic pump using a pre-paid ups label within ten days.